Manufacturer narrative:
An event for patient effects of arrhythmia and bradycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause of the reported arrhythmia and bradycardia could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). After the procedure, the patient went back home with a 30 day holter monitor. The monitor holter picked up arrhythmias / periods of brady / asystole and the physician called patient and a permanent pacemaker (ppm) was implanted.